Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose was around 400 mg/dl at the time of the incident. The customer's friend stated that the high blood glucose was treated with manual injections in the hospital. The customer's friend also reported that the customer was vomiting. The customer's friend stated that the customer had high ketones. The time of the hospitalization was 11am and the date of the hospitalization was (B)(6) 2015. The customer's friend was assisted in completing self-test. The customer's friend could not complete rewind process. The insulin pump will not be returned for analysis.